Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the external devices were unable to establish communication with the scs ipg. As a result, patient lost therapy and ipg was deemed inoperable. Surgical intervention may be undertaken at the later date to address the issue.

Event description:
Additional information identified that patient stopped using the ipg since the patient was unable to charge the ipg. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Patient is assumed to be doing well.